Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator. It was reported that the scan was not related to the device but later patient claimed the device was ¿not working and disconnected¿. No patient symptoms or harm were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.